Manufacturer narrative:
Pentax medical video naso pharyngo laryngostroboscope product code is class 1, exempt from PMA/510(k), when used with a strobe light as a light source, as per enforcement discretion. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states stating "there was no video image" involving pentax medical video naso pharyngo laryngostroboscope model vnl-1190stk, serial number (B)(4). The sales representative said that the scope pve connector isn't being recognized by the processor, so no connection was made. The event was observed in the operating room prior to use. There was no report of injury, delay in procedure or required medical intervention. The customer owned endoscope was received by pentax medical for evaluation on (B)(6) 2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint of image blackout and also documented the following inspection findings: insertion tube buckles at end of root brace, hole in # 4 remote control button cover, hole in # 1 remote control button cover, #3 remote control button not working, failed dry leak test, short umbilical cable buckle at umbilical connector side, long umbilical cable buckle at junction, long umbilical cable buckle at control body side, failed wet leak test, #4 remote control button not working, wrong scope case received, umbilical cable leak at lightguide prong, ccd driver circuit board malfunction, #2 remote control button not working, #1 remote control button not working, up/ down brake knob/ lever missing, umbilical cable for lightguide prong perforated, hole in # 2 remote control button cover. The device underwent repairs including the following components: o-rings and seals, insertion flex tube w/seg pb-free, bending rubber, segment steel braid, distal attaching pin, remote control button(1)pb_free, r.c. Button(2) pb-free, r.c. Button (4) pb-free, light guide cable for connector, light guide cable long, light guide cable for cprong assy, friction lever assy, pcb for ccd su k3a pb-free/ntsc USA, electrical connector assy, vnl/eh-90 series cardboard scope case. The endoscope is awaiting repair and approved by final qc as of 29-sep-2021. Model vnl-1190stk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service.